Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. B60748) for female sterilisation. The patient had a medical history of leiomyoma, ovarian cyst and chronic cervicitis on (B)(6) 2022, abdominal pain, endometrial ablation and uterine bleeding on (B)(6) 2022, obesity, parity 2 and gravida ii in 2014. Concurrent conditions were listed as abnormal uterine bleeding since (B)(6) 2022 and uterine fibroid and pelvic pain since (B)(6) 2022. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3256 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy without oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.802 kg/sqm. [Pathology test] on (B)(6) 2022: final diagnosis. 1. Left fallopian tube: completely transected fallopian tube with no significant histopathologic alterations, benign paratubal cyst, benign. 2. Right fallopian tube: completely transected fallopian tube with no significant histopathologic alterations, benign paratubal cysts, benign. 3. Uterus and cervix, laparoscopic vaginal hysterectomy with bilateral salpingo-ectomy: cervix: focal acute and chronic cervicitis nabothian cysts uterus: benign endometrium with atrophic changes adenomyosis, benign leiomyomata, intramural, benign [ultrasound scan] on (B)(6) 2022: ultrasound shows fibroid uterus pelvic pain and irregular uterine bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. B60748) for female sterilisation. The patient had a medical history of leiomyoma, ovarian cyst and chronic cervicitis on (B)(6) 2022, abdominal pain, endometrial ablation and uterine bleeding on (B)(6) 2022, obesity, parity 2 and gravida ii in 2014. Concurrent conditions were listed as abnormal uterine bleeding since (B)(6) 2022 and uterine fibroid and pelvic pain since (B)(6) 2022. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3256 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy without oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.802 kg/sqm. [Pathology test] on (B)(6) 2022: final diagnosis. 1. Left fallopian tube: completely transected fallopian tube with no significant histopathologic alterations, benign paratubal cyst, benign. 2. Right fallopian tube: completely transected fallopian tube with no significant histopathologic alterations, benign paratubal cysts, benign. 3. Uterus and cervix, laparoscopic vaginal hysterectomy with bilateral salpingo-ectomy: cervix: focal acute and chronic cervicitis nabothian cysts. Uterus: benign endometrium with atrophic changes adenomyosis, benign leiomyomata, intramural, benign. [Ultrasound scan] on (B)(6) 2022: ultrasound shows fibroid uterus pelvic pain and irregular uterine bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.